Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. Technical services confirmed that a glare was present (due to the glossy coating on the single use blade) but could not confirm a flickering image or difficulty in connecting the smart cable to the single use blade. The smart cable was replaced and the returned cable was scrapped. Additional part used: gs avl/gvm monitor, catalog: 0570-0338, sn: (B)(4). Additional part used: glidescope smart cable, catalog: 0800-0531, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a titanium su mac s4, the screen blinked and went out. The anesthesiologist also stated that there was a distracting "glare" and worse yet, when the endotracheal tube passed the blade's lens it completely "whites out" the image. He also complained about the difficulty of plugging in the hdmi cable to the su blade's port. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.